Event description:
It was reported that the patient felt the system controller vibrated and was producing an audible alarm and exchanged both system controllers at home. The patient was asymptomatic at the time of the exchanges. The site did not see any alarm in the alarm history tab prior to the exchanges. The exchanged system controllers would not be returned. Following review, log files contained data from (B)(6) 2025 at 22:23:36. Based on the data in the log files, the mcs equipment was operating as intended electronically and mechanically until the driveline was disconnected at (B)(6) 2025 at 12:26:06.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown controller exchange was confirmed via the log files. A review of the submitted backup controller event log file spanned approximately 6 days (08aug2025 ¿ 13aug2025 per time stamp). The driveline was disconnected on (B)(6) 2025 at 12:26:06 and reconnected at 12:31:22. The driveline was disconnected once more on (B)(6) 2025 at 12:48:10 for a controller exchange. The controller was turned on briefly on (B)(6) 2025 without the driveline being connected. There were no atypical alarms observed before any of the driveline disconnects. There were no other alarms active in the log file. The hm3 system controller, serial (B)(6), was not returned for analysis. The patient was informed that the controller does not have the ability to vibrate. They did not see any alarm in the alarm history tab prior to the controller exchange. No products would be returned. The root cause for the reported exchange was due to user error. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.